Event description:
Same case as MDR ID# 2134265-2015-01906, 2134265-2015-01904 and 2134265-2015-01905. It was reported that automatic pullback failed. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to visualize the unspecified lesion. During the procedure, image unintentionally stopped so the opticross¿ imaging catheter was removed however when pullback was performed, pullback also stopped. Another opticross¿ imaging catheter was placed but imaging also stopped and pullback failed to perform. Simulator was used but pullback still failed to perform. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the motordrive unit 5 plus was returned for analysis in good condition with no signs of external handling damage and defects observed. During analysis of the returned devices, the unit passed the motordrive unit 5 plus basic functional test. No error messages were observed during the test. The unit successfully passed image and pullback test. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-01906, 2134265-2015-01904 and 2134265-2015-01905. It was reported that automatic pullback failed. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter to visualize the unspecified lesion. During the procedure, image unintentionally stopped so the opticross imaging catheter was removed however when pullback was performed, pullback also stopped. Another opticross imaging catheter was placed but imaging also stopped and pullback failed to perform. Simulator was used but pullback still failed to perform. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).